Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was some evidence of blood on the device. The loading device was not returned. The tension spring assembly, seal and the anchored tab were located inside of the delivery device tube; however, the seal had flared wider than the diameter of the delivery tube. The seal had cracked along multiple rows. The green slide lock was unlocked; the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).